Event description:
The customer alleged they received a questionable calcium result on their d-module. The patient's initial calcium result was 14 mg/dl and it was reported outside the laboratory. On (B)(6) 2012, the doctor called and questioned the result from a delta check. The sample was then repeated on the same analyzer and the result was 18 mg/dl. The repeat result was considered correct. The patient was not adversely affected by this event. The calcium r1 reagent lot number was 66714701 and the expiration date was 10/31/2013. The calcium r2 reagent lot number was 65448001 and the expiration date was 03/31/2013. The field service representative suspected there was a sample integrity issue. He performed a precision test with passing results.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A specific root cause could not be determined with the information provided by the customer. The calibration and quality control data before and after the event were acceptable and there was no indication of a system malfunction or reagent problem. Additional information was not available for further investigation.